Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump and fill the tubing but once the screen was cleared he received a motor error alarm. The drive support cap was protruded. A few months ago, the drive support cap popped out and he pushed it back in place and super glued the cap. Customer's blood glucose level was 290 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.